Event description:
Patient had undergone a robotic-assisted laparoscopic prostatectomy, bilateral pelvic lymph node dissection and urethropexy. At the end of the procedure, the instrument head fell apart when taken out of the robot. This happened outside of the patient; no harm done.